Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. A guidewire was returned running through the rotablator device. The rotawire could not be removed from the device. The rotawire and burr catheter were returned to (B)(4). Visual examination of the device noted the brake button was broken from the device. The button was found to be loose inside the housing. The handshake connection was inspected and no damage was noted. The annulus was examined and was noted to be blocked/ damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: recommends speeds of 160,000 to 180,000rmp for 1.25 ¿ 2.00mm burrs. (B)(4).

Event description:
Same case as: 2134265-2016-03769. It was reported that the burr became stuck on the rotawire and the brake lock button was damaged. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery(lad). A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, after a non bsc guide catheter was engaged, a non bsc guidewire crossed the lesion. Pre dilatation was performed with a non bsc balloon and intravenous ultrasound(ivus) was performed. The guidewire was then exchanged to rotawire. Subsequently, ablation was performed initially at 208,000 rpm for 10 seconds, the 2nd at 205,000rpm decreasing 1000rpm for 12 seconds, the 3rd at 204,000 rpm decreasing at 2,000 rpm for 9 seconds and the fourth at 203,000rpm decreasing at 1000 for 14 seconds. After the ablation was performed, the burr was attempted to be removed; however, it was noted that the brake lock button was damaged and the burr became stuck on the rotawire. Both devices were removed from the patient's body as a unit. A non bsc stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-03769. It was reported that the burr became stuck on the rotawire and the brake lock button was damaged. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery(lad). A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, after a non bsc guide catheter was engaged, a non bsc guidewire crossed the lesion. Pre dilatation was performed with a non bsc balloon and intravenous ultrasound (ivus) was performed. The guidewire was then exchanged to rotawire. Subsequently, ablation was performed initially at 208,000 rpm for 10 seconds, the 2nd at 205,000rpm decreasing 1000rpm for 12 seconds, the 3rd at 204,000 rpm decreasing at 2,000 rpm for 9 seconds and the fourth at 203,000rpm decreasing at 1000 for 14 seconds. After the ablation was performed, the burr was attempted to be removed; however, it was noted that the brake lock button was damaged and the burr became stuck on the rotawire. Both devices were removed from the patient's body as a unit. A non bsc stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was good.